Manufacturer narrative:
H1 - type of event: serious corrected to malfunction in initial MDR. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -5.50 diopter implantable collamer lens into the patient's left eye (os) on 20-jul-2023. It was reported that the patient has refractive surprise. The surgeon performed lri surgery. Lens remains implanted. It was reported that the cause of the event was reported as a user error with no device causality and noted "surgeon planned astigmatism correction with lri which doesn't work". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - reportedly in follow up email refractive treatment (lasik) was performed on an unknown date. This resolved the problem. D4 - unique identifier (UDI) #: (B)(4). H1 - type of reportable event: malfunction corrected to serious. H4 - device manufacture date: 02-jun-2023 corrected to 23-may-2023. Claim #(B)(4).